Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that reservoir was occluded. Customer stated she got no delivery alarm. Customer's blood glucose was 290 mg/dl. Customer reported the alarm was resolved by a complete set change. Customer was unable to troubleshoot and will return the set and reservoir for analysis. No further information provided.